Event description:
It was reported to lifecell that the patient had the device placed during an abdominal wall reconstruction on (B)(6) 2012. After coughing, the patient presented with post operative suture pull-through failure of the strattice device on (B)(6) 2012. The patient was sent to surgery on (B)(6) 2012 to replace the device with a like device. The patient was reported to be doing well following the replacement.

Event description:
As reported previously, the patient had the device placed during an abdominal wall reconstruction on (B)(6) 2012. After coughing, the patient presented with post operative suture pull-through failure of the strattice device on (B)(6) 2012. The patient was sent to surgery on (B)(6) 2012 to replace the device with a like device. The patient was reported to be doing well following the replacement.

Manufacturer narrative:
Method of evaluation: review of the device history records and review of the lifecell complaint system for any other complaints reported to lifecell against the devices distributed from this lot. Results of evaluation: review of the device history records revealed 4 deviations associated with the production of lot s11078; however, none of the deviations have an adverse impact on the lot. The product met acceptance criteria for qc release, including mechanical testing. The processing records indicate the lot was irradiated within process parameters. Dose audits for the sterilization process were acceptable for the lot. Results of bacterial endotoxins testing were acceptable. There was no report of breach of packaging, or temperature excursion in association with this event. To date, 1 other dissimilar complaint (temperature monitor alarm) was reported to lifecell against lot s11078. (B)(4). Conclusion: the patient's history of coughing is a direct contributing factor to the device failure.

Manufacturer narrative:
Method: review of the device history records and review of the lifecell complaint system for any other complaints reported to lifecell against the devices distributed from this lot. Results: review of the device history records revealed 4 deviations associated with the production of lot s11078; however, none of the deviations have an adverse impact on the lot. The product met acceptance criteria for qc release, including mechanical testing. The processing records indicate the lot was irradiated within process parameters. Dose audits for the sterilization process were acceptable for the lot. Results of bacterial endotoxins testing were acceptable. There was no report of breach of packaging, or temperature excursion in association with this event. To date, 1 other dissimilar complaint (temperature monitor alarm) was reported to lifecell against lot s11078. (B)(4). Conclusion: the patient's history of coughing is a direct contributing factor to the device failure.